Event description:
It was reported that when changed the selection from the access probe to the acuson acunav¿ ultrasound catheter, the ultrasound system did not recognize the acuson acunav¿ ultrasound catheter, and displayed an error message, "probe not supported." The ultrasound system was replaced with a different one, but the same issue persisted. The acuson acunav¿ ultrasound catheter was replaced and the issue was resolved. The procedure continued. The caller is requesting a replacement acuson acunav¿ ultrasound catheter. The caller stated that the acuson acunav¿ ultrasound catheter is available for return. Return kit requested. The caller stated that no rf or pfa generator was in use.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference # (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. The returned catheter was inspected and during the investigation it was found that the root cause of this issue was saline contamination of the interconnect area. This is a case of user mishandling. The catheter was replaced at the site. Reference# (B)(4).